Event description:
It was reported that the left ventricular lead dislodged during an ablation procedure in (B)(6) 2011. Due to lead dislodgement, capture thresholds increased, the patient felt symptomatic and the patient's health declined. Attempts to reposition the lead on (B)(6) 2011 were unsuccessful due to vein stenosis. The lead was explanted and a new lead was implanted into the cephalic vein.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.